Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure. It was noted that the patient had a previous lead revision post implant. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.